Manufacturer narrative:
Section d9 was updated due to part return correction section g2 510k number. Section h6 evaluation code method additional code added conclusion remove d02 and add d15 component remove g02005 and add g07001. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator "shut down on it own on a patient two different times". The device was available for evaluation. A review of the ventilator logs confirms the loss of ventilation to the patient. Service personnel (sp) inspected the unit and found post error watchdog unexpected boot loader resets and settings locked out codes in logs as secondary issue. The sp could not duplicate this codes. As a precaution the breath delivery unit (bdu) central processing unit (cpu), graphical user interface (gui) cpu and line interface 2 printed circuit board assembly (pcba) with universal serial bus (usb) flash drive were replaced. After replacing the boards and while testing unit shut down and restarted. The breath delivery (bd) power control/distribution pcba was then replaced. The unit passed all the required calibrations and tests per manufacturer specifications at the time of service. One bdu cpu pcba, gui cpu pcba, line interface 2 pcba, bd power controller pcba, bd power distribution pcba and usb flash drive were returned for further analysis. The returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced bd power controller pcba and bd power distribution pcba did resolve the issue in the field; however, the returned components were analyzed and were testing satisfactorily. Wth the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator "shut down on it own on a patient two different times". The device was available for evaluation. A review of the ventilator logs confirms the loss of ventilation to the patient. Service personnel (sp) inspected the unit and found post error watchdog unexpected boot loader resets and settings locked out codes in logs as secondary issue. The sp could not duplicate this codes. As a precaution the breath delivery unit (bdu) central processing unit (cpu), graphical user interface (gui) cpu and line interface 2 printed circuit board assembly (pcba) were replaced. After replacing the boards and while testing unit shut down and restarted. The breath delivery (bd) power control/distribution pcba was then replaced. The unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the issue was isolated to faulty bd (breath delivery) power control/distribution pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator "shut down on it own on a patient two different times". There was no patient injury. The patient was transferred to an alternate ventilator without injury.